Event description:
Hypafix adhesive is too tacky and caused a skin tear. The tape was being used over the right breast and when it was removed it caused two to three small tears to form. The dr had to cauterize the wounds to control the bleeding and used paper tape bandaging to cover the skin tears.